Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell 5 of 5, while the hp was connected. The hp stated that the supply bags were empty, with solution only in the heater bag. During troubleshooting, it was found that a bag had a loose connection and became undone. The technical service representative (tsr) explained the alarm and had the hp clear it by cycling the power on the hc device. The hp would finish therapy using manual exchange. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a loose connection and a bag disconnecting is a known cause of this alarm. Should additional relevant information become available, a follow-up report will be submitted.